Event description:
Reporter alleged being taken to the hosp emergency room and admitted for 10 days due to the alleged high results of the blood glucose monitoring device. Reporter stated feeling dizzy and thirsty and device read 302 mg/dl so he took a taxi to hosp where he was treated with a saline IV. Reporter stated being unable to provide all of hosp values due to the alleged incident occurrence about 2 months ago except that the hosp measured 68 mg/dl about two days into his stay. Reporter indicated controls were used and within an acceptable range on the day of this report however did not state whether they were used on the day of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.